Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to a burning smell from the machine due to fluid ingress. Fluid ingress can result in spark during a short circuit, which may produce a burning smell. No pt or operator injury was noted in the service/complaint records.

Manufacturer narrative:
When the equipment was repaired, internal electrical parts were replaced, which is consistent with an electrical short circuit. Review of repair records indicated that fluid collected in the device, resulting in return for repair. The components that were replaced could produce electrical sparking as a result of fluid ingress. No pt or operator injury was noted in the service/complaint records.